Manufacturer narrative:
The user facility is foreign; therefore a facility medwatch report will not be available. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
The closure top was fractured due to cross thread. Surgery was finished using an alternative one. No adverse events reported.